Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp and a supplemental report will be sent if this information is provided to us.

Event description:
The company representative reported that during an in-service training the intra-aortic balloon pump (iabp) emitted ¿maintenance required code 2¿ alarm. There was no patient involvement, and no adverse event was reported.